Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempt to perform a manual transmission with the mycarelink monitor for an implantable pulse generator (ipg), the manual transmission was not completed, and the telemetry phase progress bar remained stuck at approximately one-eighth of completion. There was also a reader position issue, as no telemetry was established with the mycarelink system. The reader was positioned on top of the patient's ipg, and a dry cloth was placed over the ipg. A power cycle of the monitor was performed as a troubleshooting step. The representative was advised to have a device check with the patient's doctor. Later, the ipg was explanted and replaced upon reaching normal elective replacement indicator (eri). No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.